Manufacturer narrative:
Date the device was returned to manufacturer is unknown. Investigation date used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 103463 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® c&s boric acid kit sodium borate/formate had an open package. No report of serious injury or medical intervention.